Event description:
During a ureteroscopy procedure, the tip broke off inside the patient. The physician was able to retrieve the tip (unsure how or with what device as not provided by the reporter). No additional device was opened as the procedure was completed. No harm to patient. Unknown as not provided by reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history and device specifications was conducted for the purpose of this investigation. The complaint device was not returned and therefore no physical evaluation could be completed. There is no evidence to suggest this device was not manufactured to specifications. Based on the available information, we are unable to determine if the root cause of this event is due to product handling, procedurally related, and/or related to the patient¿s condition. As such, the root cause is undetermined. The investigation determined that no further risk reduction activities are required at this time. The device is accompanied with a certificate of compliance assuring the device integrity and functionality. We will continue to monitor for similar complaints. The appropriate personnel have been notified.

Event description:
During a ureteroscopy procedure, the tip broke off inside the patient. The physician was able to retrieve the tip (unsure how or with what device as not provided by the reporter). No additional device was opened as the procedure was completed. No harm to patient.

Manufacturer narrative:
(B)(4).

Event description:
During a ureteroscopy procedure, the tip broke off inside the patient. The physician was able to retrieve the tip (unsure how or with what device as not provided by the reporter). No additional device was opened as the procedure was completed. No harm to patient.